Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A device evaluation was performed, and the results are as follows: the probe was confirmed to be broken. Scratches on the broken surface of the probe were observed. It was also discovered that the coating of the scratched area was peeled off. Upon inspection of the broken surface of the probe, it was discovered that the crack was progressing from the scratches. No scratches or contact marks were observed on the non-insulated area of the grasping section. The proximal side of the tissue pad was worn away and partially peeled off. In addition, the right knob was found to have a broken internal part. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, the probe likely broke due to contact with a surgical instrument or the uninsulated area of the grip section due to the following: 1. While exiting in seal & cut mode, the blade came into contact with tissue hard, metal or a surgical instrument. Therefore, a scratch was made on the blade. 2. The blade received an exit load in seal & cut mode or received a load during grasping the fabric. As a result, the blade cracked. 3. Blade broke when adding load. This event is addressed in the instructions for use (IFU): "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." "If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." "Use the provided torque wrench and stabilizer for the connection and disconnection and be sure to follow the instructions given in this manual. If another tool, a hand, or excessive force is used for securing, incomplete connection or damage may result to the thunderbeat instrument or the transducer, resulting in the impossibility of disconnection. If proper connection is impossible, there may be a deformation such as crushing or bending in some parts. Inspect the instrument well and immediately stop using it if any irregularity is observed." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the scissor failed during a therapeutic prostatectomy procedure. When the thunderbeat was removed, the blade remained in the patient. It was reportedly impossible to reconnect the cable due to blockage. It was further reported, the user tried to remove and replace the handle and applied excessive force (because the probe and screw were stuck) and the resin part was damaged. An additional 37 minutes was needed to replace the device, remove the tip of the first scissor that had remained in the patient and finish the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information becomes available, this report will be supplemented accordingly.